Event description:
It was reported that the user¿s dexcom g7 continuous glucose monitor disconnected from the ilet, the pump entered bg-run mode, and the g7 later displayed a sensor failure requiring replacement; the user was guided to toggle cgm settings between g6 and g7 and to re-pair and was informed of the pairing and warm-up period. Symptoms included a lack of cgm glucose values to the ilet. Outcomes included operation in bg-run mode with manual blood glucose entry every four hours; the user reported a fingerstick glucose of 122 mg/dl and could continue therapy.

Manufacturer narrative:
Investigation included user education and troubleshooting on cgm pairing and operation. Investigation of this case revealed that the g7 sensor failed and the cgm was not paired to the ilet. It was concluded that the event was attributable to a failed g7 sensor and resultant loss of cgm pairing, and the user was advised to obtain a replacement sensor from the cgm manufacturer and re-pair using the provided pairing code 3347.